Event description:
It was reported in a scientific article that the pt experienced left vocal cord paralysis following the vns implant procedure. It is noted in the article, that the paralysis is related to the surgical procedure. It is also known that the device was not explanted during the study period. No further info was provided. Attempts for further info have been unsuccessful to date.